Event description:
It was reported that the health care professional (hcp) contacting technical services (ts) for review of reports of this pacemaker. Ts analyzed the presenting electrogram (egm) and found that there was loss of capture (loc) on the right ventricular (rv) lead channel with a back-up pace. Ts discussed possible involvement of the rv automatic threshold (rvat) test. Ts suggested a patient-initiated interrogation (pii) for troubleshooting. The rv lead is a non-boston scientific product. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.